Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a vanta implantable neurostimulator experienced several issues with their device. The patient reported that the stimulation elevated to a high pitch and subsequently stopped working, causing uncomfortable vibrations. The patient was unable to change their stimulation settings and had to sit up all night due to discomfort. The patient eventually resolved the issue independently and adjusted the stimulation to a comfortable level. Troubleshooting attempts were made by an agent, but the patient had already resolved the issue. The patient was advised to monitor their equipment and contact their healthcare provider if further issues arose.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.